Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. Only the lens haptics were returned. Visual inspection revealed surface residuals (fiber/particles) on lens, which is consistent with the lens being handled out of a sterile environment. No cosmetic defects were found for the returned haptics. Due to the condition of the returned sample, no further investigation was performed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's left eye, as lens was noticed to be dislocated. It was noted as interior dislocation of iol. Incision was enlarged but no vitrectomy was performed. A replacement lens was placed successfully. Replacement lens was of the same model but different diopter (zcb00 diopter 15.5), serial number (B)(4). No patient complications were reported. Patient was noted to have recovered and is happy with the new lens. No further information was provided.